Manufacturer narrative:
Continuation of d10: product ID hh9020tdd (lot: rf8t60r6y3p); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that caller reported that patient (pt) is seeing a stall when trying to connect to the pump to request a bolus. Caller is not with pt and does not have the handset. Pt rep called back and mentioned that they needed to delete data in the handset due to connection lag issue; connection stops at 90% for 2 minutes. Agent reviewed data and assisted the pt in deleting the data. Pt was able to connect to the pump with no lag. Pt will call back when they need further assistance.